Event description:
It was reported by the affiliate that during a gastric bypass procedure, the staples would not hold and the stomach was open in two places. A laparotomy was performed to close the stomach with manual suture. The procedure was extended 3 or 4 hrs. The pt remains hospitalized.

Manufacturer narrative:
Date sent: 8/2/2007.